Event description:
General report received of inaccurate delivery due to an operator error in programming the device. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. The customer contact reported, "when staff is programming the device in the drug therapy mode the pump prompts them to enter the rate followed by the dose, and then when programming in the titrate mode, the pump prompts being in opposite order. The nurses are not correctly using the confirmation screen to prevent programming errors. The nurses are very busy and either don't pay attention or are not thoroughly reading that screen." There were no reported adverse patient effects. Though requested, no additional information was provided.